Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not respond to the stylus. A new stylus was tried but the issue persisted. It was further reported that the programmer screen was cracked in the top left corner, the universal serial bus (usb) port on the right side was not working -it was not possible to connect to the printer to print or to insert a usb device to save to portable document format (pdf). The product has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customers comment that the programmer would not respond to the stylus, which was due to broken overlay on the programmers screen. The overlay/bezel assembly was replaced and the stylus was calibrated. Programmer performed its function normally after the overlay replacement. The media bay door was missing. Replaced media bay door. The power cord bay door tab was bent. Replaced power cord bay. Broken eject button on personal computer memory card international association card slot. Replaced pcmcia card slot. The lower hinge plate was broken. Replaced lower hinge plate. The system fan was noisy. Replaced fan. The handle covers were cracked. Replaced the covers. Programmer passed final functional and system tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.